Event description:
It was reported that, 10 months after tha surgery, patient started experiencing pain caused by hip slippage. A revision surgery has been scheduled for 12/15/2020 to resolve this adverse event. It is unknown which component(s) will be explanted.

Manufacturer narrative:
Investigation results: the affected complaint device, used in treatment, was not returned for evaluation. Therefore, a product analysis could not be performed. As device information was not made available, device history record , risk management review and complaint history review cannot be completed. According to clinical/medical investigation , this case was reported by the patient that a revision surgery was scheduled to be performed in (B)(6) 2020, due to pain caused by hip replacement malfunction due to slippage. To date, it is unknown whether the revision has been performed. The requested x-rays and surgical reports have not been received. Therefore, due to the limited information provided, no further clinical assessment is warranted at this time. Should additional clinically relevant documentation become available, the clinical/medical task may be re-opened. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that 10 months after tha, patient experienced pain caused by hip replacement malfunction due to slippage. This event was confirmed by later with in a second hospital and doctor has recommended for patient to have a revision surgery that has been scheduled for (B)(6) 2020. As of today ((B)(6) 2021), the execution of revision surgery has not been confirmed.